Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed the breakage of the cable (pulley). There was no misuse of the instrument. The surgery was completed using another instrument of the same model. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.